Event description:
It was reported that the cartridge leaked insulin three times, all on the same day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was able to change the cartridge and successfully resume insulin therapy.